Manufacturer narrative:
(B)(4).received additional information on dec 16 2013 stating that the loop of the implant coil fell out of the aneurysm before the impant coil was detached and it was removed from the patient. The implant coil was never implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a wide neck aneurysm located in the p-comm (posterior communicating artery). During the procedure, it was reported that after the axium coil was placed inside the aneurysm, a loop of the coil came out of the aneurysm and a solitaire stent was used to pin the loop to the vessel wall. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).